Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device is working within specification. According to the information received from the field in situ measurements during implantation surgery showed a high ground path impedance (gpi) likely due to in air over the reference electrode. A back-up device was implanted, which initially also showed a high gpi. However in situ measurements turned back to normal after some time. This is a final report.

Event description:
Intraoperative in situ measurements revealed a high gpi value. The surgeon tried to get a good connection of the surrounding tissue to the gp electrode by getting fluid on it and covering it completely with skin. A back-up device was used instead.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Intraoperative in situ measurements revealed a high gpi value. The surgeon tried to get a good connection of the surrounding tissue to the gp electrode by getting fluid on it and covering it completely with skin. A back-up device was used instead.